Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving false negative results when using the cue covid-19 test for home and over the counter (otc) use. Confirmatory testing performed on unspecified covid-19 antigen tests provided positive results. Customer reports they had covid-19. Although requested, no further information was provided regarding these false negative results including date of testing, frequency of false negative results, cartridge sn, lot number or reader sn.